Manufacturer narrative:
Continuation of concomitant products: 4542 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the battery of the cardiac resynchronization therapy defibrillator (crt-d) was "not holding up." The crt-d remains in use. Additional information has been requested, however, is not available at this time. No patient complications have been reported as a result of this event.